Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low impedance. Reprogramming was performed to sensitivity and outputs. The lead remains in use. No patient complications have been reported as a result of this event.